Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm mr coyote¿ balloon catheter was advanced for pre-dilation. However, the balloon ruptured within the specified pressure. The device was simply and completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded. There was a pinhole at the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm mr coyote¿ balloon catheter was advanced for pre-dilation. However, the balloon ruptured within the specified pressure. The device was simply and completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications nor injuries were reported.